Event description:
It was reported that customer was hospitalized for high blood glucose levels. Customer's blood glucose value at the time of emergency room visit was 693 mg/dl. Customer has stopped using the insulin pump. Nothing further reported. Customer expressed the following symptoms of high blood glucose: extreme fatigue, nausea, and thirst as well as constant urination. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.